Event description:
Procedure type: right hemicolectomy according to the reporter: the pt had no relevant medical history and went home on day 5 only to return between day 10-12 with peritonitis. It is unk at this time if she was defunctioned. There was no tension on the staple lines. Everything looked intact.

Manufacturer narrative:
(B)(4).